Event description:
It was reported that prior to a unknown procedure, (when the device was not into that pt, no tissue contact at all), the instrument gave instrument error and the min and max working intermittently. Both handpiece and generator were in full working order; it was ruled out as the problem. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.